Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were difficulties with computed tomography (CT) and fluoro images. There was no patient present when this issue was identified. Additional information was received stating that the manufacturer representative (rep) was having issues with registration method CT + fluoro in the pardubice. The rep managed to send the ap and lateral image into navigation, they selected the center of the same vertebral body (with consent of the surgeon) on both images and everything looked good. The navigation even recognized the vertebra on the ap image according to the selection on the lateral one. But when the surgeon verified the accuracy, they were pointing at l1 but the navigation showed they were on th12. They repeated the whole process with new images but the problem persisted. The frame was on spinous process of l1 which had a fractured body. Navigation was aborted. Additional information was received stating that there was a patient present during a spinal procedure. There was a delay of about 30 minutes. There was no adverse events with the patient. The health care professional wanted to try the CT + fluoro registration, but it was not essential for the procedure. There was no impact to the patient. Additional information was received stating that it was the first case the site tried. It was not essential for the case but the site wanted to see the procedure. They were prepared to finish the procedure without navigation in case there was some problems. The registration method was CT + fluoro. It¿s a method when a tracer with leds for navigation is mounted on c-arm and the registration was made by co-registration of pre-surgery CT and intra-op rtg. The inaccuracy showed one vertebra higher than the real case. A patient was present in the case.

Manufacturer narrative:
H2, h3, h6: software analysis was performed. It was determined that there was insufficient information to determine cause. Codes b01, c19, and p reviously reported code d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the system was serviced in the field and no failure was found. D14 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.